Event description:
The customer reported that on (B)(6) 2015 around 12:15 pm, the ventilator started audibly alarming. The respiratory therapist disconnected the patient from the ventilator and started manually bagging the patient. The patient coded (cardiac arrest) and ultimately expired. The hospital has not alleged malfunction of the ventilator.